Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received "m31 - air detected in cassette" alarms, and when the patient was cancelling treatment and attempting to remove the cassette fluid was detected in the cycler's pump compartment. The pd patient stated fluid was not detected anywhere else on or beside the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pdrn confirmed the fluid leak was reportedly observed from the cassette door when attempting to remove the cassette after cancelling treatment. The nurse stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak, and no adverse event occurred. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and is no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received "m31 - air detected in cassette" alarms, and when the patient was cancelling treatment and attempting to remove the cassette fluid was detected in the cycler's pump compartment. The pd patient stated fluid was not detected anywhere else on or beside the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pdrn confirmed the fluid leak was reportedly observed from the cassette door when attempting to remove the cassette after cancelling treatment. The nurse stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak, and no adverse event occurred. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and is no longer available for evaluation.